Manufacturer narrative:
A device history record review was completed for provided material number 301948 and lot number 2110174. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Through evaluation of the retained samples, no signs of defect could be identified. Based on the investigation results, an exact cause could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd¿ syringe with needle plunger movement was difficult. The following information was provided by the initial reporter, translated from chinese to english: when pre-using a 20 ml syringe for intravenous injection, it was found to be difficult to push with high resistance during the pushing process and could not be used properly.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.